Manufacturer narrative:
The onset of the patient's infection is reported within MFR report number: 2916596-2019-03909. Approximate age of device - 1 years, 6 months. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016 due to sepsis related to driveline infection. The device was not explanted and no autopsy was performed. It was stated that the patient had been on several different antibiotics both orally and intravenously (rifampin, doxycycline, and daptomycin). The patient had a history of infection with onset date of (B)(6) 2015.